Event description:
A user facility biomedical technician (biomed) reported that the roller guide pin on the blood pump of a 2008t machine sliced through the (non-fresenius brand) bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak occurred. A user facility registered nurse (rn) confirmed the reported event during follow-up. The rn stated that the event occurred approximately 20 minutes after the initiation of the patient¿s treatment and the machine did not provide any alarms or errors to alert the staff to the issue. The rn stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The rn stated that the bloodlines appeared to have been sliced by the machine. The patient¿s estimated blood loss (ebl) was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a new machine with new supplies. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. No parts have been returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the roller guide pin on the blood pump of a 2008t machine sliced through the (non-fresenius brand) bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak occurred. A user facility registered nurse (rn) confirmed the reported event during follow-up. The rn stated that the event occurred approximately 20 minutes after the initiation of the patient¿s treatment and the machine did not provide any alarms or errors to alert the staff to the issue. The rn stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The rn stated that the bloodlines appeared to have been sliced by the machine. The patient¿s estimated blood loss (ebl) was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a new machine with new supplies. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. No parts have been returned to the manufacturer for a physical evaluation.